Manufacturer narrative:
Block b3: exact date unknown, event occurred two weeks prior to the date manufacturer became aware. Investigation results the devices were not returned for analysis; therefore, a technical analysis could not be performed. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted device components were kept by the medical facility. Device history record it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient developed an infection. Symptoms of significant pain and a large bump in the lower back were noted. The patient was administered antibiotics for two weeks and upon reassessment by the physician, the infection had spread from the battery site to the paddle lead site. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted device components were kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two weeks prior to the date manufacturer became aware. Additional suspect medical device components involved in the event: model number/catalog number: sc-8336-70. Serial number: (B)(6). Batch/lot number: 7075601. Model/catalog description: coveredge 32 surgical lead kit 70 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-3138-35. Serial number: (B)(6). Batch/lot number: 7087005. Model/catalog description: lead extension kit 35cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient developed an infection. Symptoms of significant pain and a large bump in the lower back were noted. The patient was administered antibiotics for two weeks and upon reassessment by the physician, the infection had spread from the battery site to the paddle lead site. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted device components were kept by the medical facility.